Event description:
It is reported that the surgery tech stated that the plastic bag that the implant was packaged in, had melted to the component.

Manufacturer narrative:
This report will be amended when our investigation is complete.